Manufacturer narrative:
Additional information: for background, stryker acquired gauss surgical inc. (¿gauss¿) on september 1, 2021. The majority of the late mdrs resulted from a retrospective review of reportability decisions made prior to the acquisition. Additionally, stryker has determined that a CAPA is needed to improve the post-acquisition complaint review process ¿ as a result, CAPA #3338129 was approved on june 14, 2023 and opened on june 19.

Event description:
Per the customer, half the insert wall was covered in min/mod bloody solution but the other half of insert looked to be actual clot. The ebl came back as over 600 ml of blood but that number came after analyzing both the dark and light portion of the insert. The customer stated that it would appear that the ebl was vastly overestimated because of this. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
Per the customer, half the insert wall was covered in min/mod bloody solution but the other half of insert looked to be actual clot. The ebl came back as over 600 ml of blood but that number came after analyzing both the dark and light portion of the insert. The customer stated that it would appear that the ebl was vastly overestimated because of this. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.